Manufacturer narrative:
Siemens has completed an investigation of the reported event. Although the affected footswitch was not returned for evaluation, the investigation does not show unintended xray release by the system nor did the system block radiation after release. The system is equipped with a number of indications of unintended xray or permanent release of xray. According to the failure description, the operator recognized the unintended radiation and terminated the release by pressing the emergency stop. There is no indication of a system failure or malfunction.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. The customer reported that after release of the fluoro footswitch, the pedal hung in the pressed position. The emergency button was activated to discontinue fluoro and the exam was aborted. We are unaware of any impact to the state of health of the patient involved.